Event description:
On (B) (6): customer reports male pt, under general anesthesia having a stent placement procedure when fluoro and rad imaging capabilities failed. Staff had to reboot the system 2-3 times before system began functioning correctly. Customer reports the procedure was completed with minimal delay due to physicians continuing to perform steps of the procedure while system was rebooting. No reported injury. Pt is fine.

Manufacturer narrative:
Field service engineer could not duplicate the major fault error. The last pm on this system was in 2007. The fse calibrated the generator and x-ray tube. Fse tested the table per maintenance section of the hut service manual and tested the generator per maintenance section of the generator service manual. The system was returned to full service by the customer.